Event description:
On (B)(6) 2011, pt reported that up button on the infusion device was not functioning properly. This was noticed on the day of the report when she tried to program a bolus. Infusion device was not dropped or exposed to water. The up button does not remain flat after it is pressed. Infusion device was replaced and requested for eval. Pt switched to her backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.